Event description:
It was reported that after sever repositioning due to poor threshold, the helix would not extend at the implant procedure. The lead was then extracted and tested on the table. The helix still did not extend and had clicking noise during rotation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, the inner insulation was kinked/buckled, the inner insulation was torn, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched; the analyst noted that the helix will not extend or retract due to distal conductor distortion within the connector; full lead returned and analyzed.